Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Full facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had an arctic sun device alerting 113 (reduced water temperature control). Patient was almost at targeted temperature (tt), patient temperature (pt) was 37.3c, targeted temperature (tt) was 37c, water temperature (wt) was 29.7c, flow rate (fr) was 1.1l/m, system hours were 1131 and pump hours were 860, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0 percentage, inlet pressure (ip) was -1.7, chiller temperature (t4) was 4c. Had disconnected and reconnected medium pads. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Inlet pressure (ip) was -1.3 fr: 1.1l/m circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0. Ran device in manual control with no pads connected. System diagnostics showed that the chiller temperature (t4) was 4.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -5.7psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0. Advised to swap out to alternate device and send this one to biomed labeled alarm 113 circulation pump.

Manufacturer narrative:
The reported issue was inconclusive. A root cause could not be definitively identified. Patient was almost at targeted temperature (tt), patient temperature (pt) was 37.3c, targeted temperature (tt) was 37c, water temperature (wt) was 29.7c, flow rate (fr) was 1.1l/m, system hours were 1131 and pump hours were 860, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0 percentage, inlet pressure (ip) was -1.7, chiller temperature (t4) was 4c. Had disconnected and reconnected medium pads. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Inlet pressure (ip) was -1.3 fr: 1.1l/m circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0. Ran device in manual control with no pads connected. System diagnostics showed that the chiller temperature (t4) was 4.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -5.7psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0. Advised to swap out to alternate device and send this one to biomed labeled alarm 113 circulation pump. The complete initial reporter facility name is (B)(6) medical center ((B)(6) health). A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had an arctic sun device alerting 113 (reduced water temperature control). Patient was almost at targeted temperature (tt), patient temperature (pt) was 37.3c, targeted temperature (tt) was 37c, water temperature (wt) was 29.7c, flow rate (fr) was 1.1l/m, system hours were 1131 and pump hours were 860, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0 percentage, inlet pressure (ip) was -1.7, chiller temperature (t4) was 4c. Had disconnected and reconnected medium pads. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Inlet pressure (ip) was -1.3 fr: 1.1l/m circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0. Ran device in manual control with no pads connected. System diagnostics showed that the chiller temperature (t4) was 4.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -5.7psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0. Advised to swap out to alternate device and send this one to biomed labeled alarm 113 circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Full facility name: (B)(6) (hackensack meridian health) the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had an arctic sun device alerting 113 (reduced water temperature control). Patient was almost at targeted temperature (tt), patient temperature (pt) was 37.3c, targeted temperature (tt) was 37c, water temperature (wt) was 29.7c, flow rate (fr) was 1.1l/m, system hours were 1131 and pump hours were 860, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0 percentage, inlet pressure (ip) was -1.7, chiller temperature (t4) was 4c. Had disconnected and reconnected medium pads. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Inlet pressure (ip) was -1.3 fr: 1.1l/m circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0. Ran device in manual control with no pads connected. System diagnostics showed that the chiller temperature (t4) was 4.5c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -5.7psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0. Advised to swap out to alternate device and send this one to biomed labeled alarm 113 circulation pump.